Manufacturer narrative:
Report confirmed. Evaluation had not begun but is expected to begin soon. The manufacturing records were reviewed and no deviations were noted. No additional information was available on follow-up. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Manufacturer narrative:
Report confirmed. Evaluation determined that the (B)(4) attachment showed signs of contact by the tool along the entire length of the leg. The distal bearing on the attachment was worn. There was no malfunction identified with the motor. The failed distal bearing in the attachment allowed the tools to contact the leg causing the tools to break. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
It was reported that three tools broke during a procedure. The surgeon had the patient x-rayed and was not able to locate all the pieces of one of the tools. No additional information was available on follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.